Manufacturer narrative:
All mixing properties / working characteristics satisfactory on retained samples.

Event description:
Operating room staff alleges that cement set up too quickly. Consequently, they were unable to cement patella component with one batch. Also, operating room had to waste j&j patella component. There was no adverse consequence for the pt.